Event description:
It was reported that the user experienced intermittent dexcom g7 cgm signal loss to the ilet despite multiple sensor replacements, with the current cgm paired to the ilet and providing readings after bluetooth verification and education on potential causes of connectivity loss. Symptoms included transient loss of glucose data transmission. Outcomes included temporary interruption of cgm data to the ilet without escalation to medical care or hospitalization. Investigation included remote troubleshooting, confirmation of ilet bluetooth functionality, verification that no other devices were connected, and user education on connectivity best practices. Investigation of this case revealed intermittent communication disruption consistent with external connectivity factors rather than an ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely signal interference or environmental/positional factors affecting bluetooth communication.